Manufacturer narrative:
As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment. Additional lot number: s10835-088; MFR date: 12/01/2010; exp. 04/30/2012. Method: review of the device history records. Review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from these lots. Results: review of the device history records for these lots revealed no deviations related to the nature of this complaint. As of the initial complaint investigation, (B)(4)devices have been distributed from these lots. As of (B)(4) 2011, there was one other similar complaint reported to lifecell against lot s10846, in which the device did not incorporate due to seroma. As of (B)(4) 2011, there were no similar complaints reported to lifecell against lot s10835. Conclusion: device failure related to patient condition. Based on internal investigation, the device met qc release criteria including mechanical testing. Lifecell concludes that exposure of the device contributed to the device performance. Lifecell is now reporting as malfunction, without evidence of factors contributing to disintegration.

Event description:
On (B)(6) 2011, the doctor performed bilateral revision (left breast developed slight bottoming out) with implants and lifecell device. The left breast required some skin dissection to achieve symmetry. At three weeks post-op, patient developed small, bilateral suture granulomas. The left breast became inflamed at the lower "t" suture line juncture progressing to implant exposure. Patient was seen on (B)(6) 2011 where the device was also found to be eroded in the exposed area with a hole in the middle of the graft. The inferior edge of the device remained intact along imf. No signs of infection, fat necrosis, inflammation or seroma. The area was lavaged with antibiotics and the patient was placed on antibiotics. The physician repaired and sutured closed the device. One week later, the patient redeveloped exposure and was taken back to the operating room, where device was found to have a hole and would not hold sutures. It was repaired with a like device. No signs of inflammation, seroma, fat necrosis, or infection. This complaint was evaluated as being related to exposure of the device after suture line dehiscence. Lifecell is now reporting as malfunction, without evidence of factors contributing to disintegration.